Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 700 mg/dl; cause was unknown. Bg was addressed via a supply change. Tandem technical support reviewed data logs and confirmed that the pump was functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.